Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemi colectomy left procedure, there was intraluminal bleeding. There was blood loss of 500 cc or more and the patient required a blood transfusion. Over sewing was required to resolve the defect. The surgical incision was extended more then 1 inch. The patient had extended hospitalization. The patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.